Event description:
It was reported that a t6 cannulated hexalobe driver from acutrak 3 nano tray loaner system tip broke during procedure. Broken piece removed from patient. No adverse effects reported to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.